Manufacturer narrative:
Device not received by the manufacturer.

Event description:
Per the clinic, the patient experienced pain at the implant site and subsequently, experienced a loss of osseointegration on (B)(6) 2015. It is unknown if there are plans to re-implant the patient as of the date of this report, (B)(6) 2015.